Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted on the side port when the catheter was inserted into the sheath and aspiration was performed, air was drawn in continuously. Only cs catheter was inside the sheath prior to, and/or at the time, the air was observed. Infusion pump was used for the irrigation of the sheath. The guidewire was contained within the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted on the side port when the catheter was inserted into the sheath and aspiration was performed, air was drawn in continuously. Only cs catheter was inside the sheath prior to, and/or at the time, the air was observed. Infusion pump was used for the irrigation of the sheath. The guidewire was contained within the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.